Manufacturer narrative:
Pump received with frozen display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Failed battery test unknown. Pump received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was unknown. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.